Event description:
It was reported that after da vinci-assisted sigmoid colectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue occurring during shutdown of da vinci system after surgery. Caller stated error 40068 occurred. Prior calling, she performed a restart but at next shutdown, error 40068 reoccurred. Tse checked logs but no onsite connection. Caller checked lan cable and it was properly connected. Tse guided caller to perform reboot with breaker of vision side cart (vsc). After reboot, onsite connection information was not displayed at all on the vsc monitor and error 40068 confirmed in logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Fse replaced the advanced video processor (avp) and configured network settings to resolve the issue. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the avp unit associated with this event to perform failure analysis. A return material authorization (RMA) was issued to evaluate the isi device. Therefore, the root cause of the customer reported failure mode has not been determined.